Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years post implant of this mechanical valve, the valve was explanted and replaced with another valve of the same size and model. The reason for explant was not reported. No further adverse patient effects were reported.